Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 100-150cc's. A new system was strung and the pt completed their treatment w/o further issue. Pt required no medical intervention. There is no other known ill effect to the pt. The sample was discarded by user facility and is unavailable for eval.